Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel or improper bone preparation prior to insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not received.

Event description:
It was reported that during an acl reconstruction procedure, the cannulated delta tapered bio-interference screw, ar-5035tb-09, broke while being screwed in. As soon as the surgeon started to insert the screw the surgeon noticed the screw snapped. Surgeon measured the part of screw inside the wound as 14mm. Surgeon decided to take out the 21mm part. Surgeon then tested the graft to check its stability and found it just about acceptable. Surgeon continued to finish the operation. 14mm of the broken screw was left inside of the patient.